Manufacturer narrative:
(B)(4). Batch # v7022x. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lockout after all the clips have been fired; therefore a potential cause for the customer reported experience is the firing of all of the clips, as a result, the instrument could no longer be fire due to the activation of the lockout mechanism. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the number of clips remaining. No functional testing could be performed due to the instrument being empty, however it is known from the history of the device that jaw disengaged condition may lead to dropping or ejecting clips and sideways feed. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Additional information was requested, and the following was obtained: were there any patient consequences? If yes, please describe. There were no patient consequences. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the surgeon claimed the clips from the clip applier were "flying off" off the device when he tried to close the handle. After further inspection of the device, it appears as though the clips are pushed to one side of the railing.